Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and noise. Reprograming of the device was discussed. It was clarified that a competitor device was implanted in order to address the issue with the right ventricular lead. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and noise. Reprograming of the device was discussed. It was clarified that a competitor device was implanted in order to address the issue with the right ventricular lead. This lead remains in service. No further adverse patient effects were reported.